Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) : the cgm rise and fall rates are not alerting on the pump. Reporter believes the patient is rising and falling fast. Customer support verified w that the high/low alerts and rise/fall rates are enabled. Reporter will call back when she notices the issue at that time. This complaint is being reported because the reported issue may cause the patient to miss a bg trend. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2018 with the following findings: a review of the black box and continuous glucose monitoring (cgm) history showed call service 217/218 cgm glucose rise/fall rate alerts. The user settings showed cgm glucose rise/fall were enabled and set to 3mg/dl. The returned battery cap was undamaged and was able to fit. The test transmitter paired with the pump correctly. The blood glucose calibration of 120mg/dl was accepted on both attempts within 2 hours. The pump and transmitter ran overnight with a steady reading of 115mg/dl within +/- 20%. No alarms occurred during testing. The pump gave the appropriate call service 217/218 auditory and vibratory alarms when a test warning was simulated with a 2mg/dl blood glucose as a threshold. The complaint of cgm rise/fall rate alerts was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.